Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of abdominal adhesions and sacrocolpopexy. It was reported that following insertion the patient experienced dyspareunia, infections, and recurrence. It was reported that patient underwent cystoscopy and coaptite injection on (B)(6) 2010 due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to voiding obstruction and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.